Manufacturer narrative:
Evaluation summary: the service engineer (se) inspected the device and was unable to duplicate the reported issue. The se reseated the graphical user interface (gui) connections and printed circuit board (pcb). The ventilator passed all testing per manufacturing specification and was placed back into clinical use. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that, while in use on a patient, a 980 ventilator alarmed with a background fault detected, the display failed, the alarm was constant as it went into backup ventilation with a safety valve open and the message "failed ventilating as set replace ventilator." The patient was removed from the ventilator and placed on an alternate ventilator with no harm or injury.